Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and ok buttons required multiple presses to work. It happened for a couple of months, and it was getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow, down arrow and ok keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.